Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s leads were producing high impedances. The patient underwent a revision procedure wherein one of the leads was replaced. Malfunction of the lead was detected. The patient was doing well postoperatively.